Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the issue with the cooler. Fse added the oil to the cooler and rebooted the system. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not generate x-rays. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.